Event description:
Female patient with history of a long qt interval, on the EKG waveform, and single chamber ICD; presented with inappropriate shocks secondary to lead fracture. Lead was positioned rv/rvc. Patient required lead extraction and replacement.